Event description:
Caller reported a malfunction on pump, identified by malfunction code 5, with no significant prior events leading to the issue. There was no adverse impact to customer's blood glucose level. Cts decided to replace the pump, as it was still under warranty, and it will be accompanied by updated software. Caller was informed of necessary steps to return the current pump to tandem and acknowledged the instructions. No backup therapy was available to maintain insulin delivery, so caller plans to contact healthcare provider. Customer was provided with storage mode instructions for returning pump, and no signature was required for delivery of replacement.